Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50 serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was having purulent discharge at the pocket and midline incision. The physician believed that the patient was possibly infected at both sites and the drainage was not device related. The physician elected to explant the devices to ensure the site will not become infected.